Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that there was a revision surgery and there was no debris that was left in the patient. The doctor was trying to trying to remove the baseplate. The baseplate was extremely well fixed and was tugging on it with the baseplate inserter attached to it. Eventually it was removed but 2 baseplates were broken doing so. The doctor removed a +6 laterlized perfrom reversed baseplate, 42 standard glenosphere and a flex stem. The reason for the revision was the patient had an infection.